Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of inter lumen crossover was confirmed by the photo, which shows a guidewire inserted through the distal lumen but exiting from the proximal skive hole. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with piccs must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of inter lumen crossover was confirmed by visual inspection of the customer supplied photo. The image shows the guidewire being inserted through the distal extension line but exiting through the proximal skive hole. Based on the photo provided, it was determined that manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported that "during the procedure, the interventional physician identified that the PICC catheter lumen was inverted, as when inserting the guidewire through the distal portion of the catheter, it exited through the proximal portion." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, the interventional physician identified that the PICC catheter lumen was inverted, as when inserting the guidewire through the distal portion of the catheter, it exited through the proximal portion." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".